Event description:
This report was received from a physician in (B)(6) of peritonitis in a home patient (hp) coincident with capd therapy. On (B)(6) 2012 the hp went to the hospital with cloudy effluent, abdominal pain and low-grade fever. The hp was treated with vancomycin, tobramycin and ampicillin (doses, route and frequency of antibiotic treatment not reported). It was not reported if the hp recovered from this peritonitis event. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.